Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was implanted a bit too deep making charging a challenging process. The patient underwent a procedure wherein the physician made a new pocket slightly lower and more medial than the original site. The patient was reportedly doing well postoperatively.